Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and the manufacturing /packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during the resection of posterior segment of left upper apex surgery, after fired, the knife moved to the distal end, but could not return the knife automatically. The knife reverse button could not work. Used manual override lever to return the knife. There were no adverse consequences for the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 01/22/2021. D4: batch # u5dk5n. H6: component code = mechanical (g04). Device analysis: the analysis found that one pse45a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out of specification issue with components that affected the functionality of the firing switch actuator. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.